Event description:
It was reported that the user attempted to restart and set up the ilet but repeatedly received alert 38 during rewind, consistent with a consecutive stalled motor during setup, after a period of nonuse while in a rehabilitation facility; the user confirmed the event was unrelated to diabetes and had been managing glucose with subcutaneous insulin pens, and a fingerstick or cgm value of 212 mg/dl was noted. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of insulin delivery from the ilet. Investigation included technical troubleshooting, user education, and review of device setup steps. Investigation of this case revealed that the system produced repeated motor stall alerts during the rewind process when the device had no consumables loaded. It was concluded that the device was not usable for insulin delivery during the event and a replacement was provided to restore therapy